Event description:
It was reported that the patient started feeling uncomfortable and went to the emergency room. The patient ended up hospitalized with skin infection at the infusion site (unspecified) while wearing the pod on (B)(6) 2026. The patient received a diagnosis of pod site reaction. The patient was treated with unspecified intravenous antibiotics. The patient was discharged on (B)(6) 2026. The pod was removed prior to the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs5czd2. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.